Event description:
It was reported that the patient had on-going peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient began treatment with unspecified antibiotics for the peritonitis. The patient has not yet recovered from this event. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). Approximate date - (B)(6) 2012. Manufacturing records were reviewed for the batch requested and there were no issues detected during the production of this batch relating to the nature of this complaint. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.